Manufacturer narrative:
The device was received for evaluation. During visual inspection, the particulate matter was observed. Inspection under magnification identified a loose unidentified particulate matter brown in color approximately 0.10 inches in length resembling cardboard particle. The reported condition was verified. The cause was determined to be a packaging issue from the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the packaging of a vented high-volume inlet. This was noted before use. There was no patient involvement. No additional information is available.